Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for spinal pain. It was reported the personal therapy manager (ptm) stopped working yesterday and the patient was seeing code 8286 (empty pump). The patient was scheduled to have the pump filled at the end of december. The patient was redirected to the doctor. Additional information was received from a consumer on 2023-dec-11 indicated the pump was empty and when the doctor actually checked the volume of the pump there was close to 20 cc and not empty. The doctor did the refill and filled the pump thursday last week. The patient was planning to be seen in 3-4 weeks by the doctor to check for a volume discrepancy. It was noted the doctor was not sure if it was a programming error or a true volume discrepancy so the next appointment would help troubleshoot the issue. Patient symptoms were not reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.